Event description:
A performa system user facility reported a nurse had an allergic reaction requiring professional medical treatment after skin contact with performa control solution. The nurse did not use gloves and spilled some of the control solution on her thumb. She washed her hands immediately, but experienced a tingling sensation and then numbness in her thumb. Following the night shift, the nurse developed a swollen, itchy, and painful face and arm. This has persisted, though not as red and swollen. However, the thumb still has a loss of sensation. The nurse went to the accident and emergency department where she received an unspecified injection and piriton tablets. She was also prescribed ibuleve gel. The nurse has still continued to work but is experiencing loss of sensation in the thumb and has a swollen face. She also reports numbness, weakness and a constant ache in her arm. The nurse has seen her general practitioner because of the weakness and ache in her arm. The general practitioner has referred her for nerve conduction velocity studies. A request was made for the return of the control solution.

Manufacturer narrative:
The event occurred in (B)(6).